Event description:
It was reported that a clearlink non-dehp solution set with duo-vent spike disconnected from an amino acid bag which resulted in a fluid leak. The luer lock disconnected from the amino acid filter line attached to one of the lumens on a triple lumen IV extension piece which was attached to a central line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing were performed and no defects were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.